Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke to this long-term v-go user. The patient was decreased to v-go 20 by his healthcare professional (hcp) due to nocturnal hypoglycemia. He stated that this started when he was prescribed a combination oral medication called trijardy. This medication was discontinued as well. He stated his dexcom 6 continuous glucose monitor (cgm) woke him up and his glucose reading was 45. He self-treated with glucose tablets followed by orange juice. He rebounded quickly. He also stated he did not eat much dinner that evening. His hcp has since prescribed the v-go 20. His insulin needs have decreased. While a glucose of 45 is a serious low, he self-treated it and recovered on his own. It is unlikely that the device contributed to this event.

Event description:
The patient reported that he changed from the v-go 30 to the v-go 20. The patient stated that the reason for the change was because his blood sugar would drop at night, and he was shaky. The patient reported that now that he is on the v-go 20 his blood sugar is fine. The patient reported that this started to happen in the timeframe of (B)(6) 2022, but no specific dates or number of occurrences are available. The devices in question are not available for return to the manufacturer for evaluation.